Event description:
It was reported that the customer was hospitalized for high bgs. Customer stated that their bgs have been running high since last set change. Once they were released from the hospital and removed the reservoir from the pump, they discovered it was leaking. Reservoir had been discarded. Technician explained the two high bgs rule. Customer said after their first high reading their doctor instructed patient to go to the emergency room.